Event description:
The initial reporter received questionable troponin results for six patient samples tested on the cobas e 801 analytical unit. Patient sample 1 the initial result from the analyzer was 0.054 ug/l. The repeat result from another cobas analyzer was 0.012 ug/l. Patient sample 2 the initial result from the analyzer was 0.068 ug/l. The repeat result from another cobas analyzer was 0.105 ug/l. Patient sample 3 the initial result from the analyzer was 0.284 ug/l. The repeat result from another cobas analyzer was 0.602 ug/l. Patient sample 4 the initial result from the analyzer was <0.005 ug/l. The repeat result from another cobas analyzer was 0.434 ug/l. Patient sample 5 the initial result from the analyzer was 0.0524 ug/l. The repeat result from another cobas analyzer was <0.005 ug/l. Patient sample 6 the initial result from the analyzer was 0.0605 ug/l. The repeat result from another cobas analyzer was 0.00414 g/l. The questionable results were detected before the patients were treated. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and found a damaged main pump, which contaminated several parts of the analyzer, including the biofilm. He decontaminated the fluidic system, cleaned the analyzer, replaced the reagent, and verified its performance with instrument checks. The investigation determined that the issue found by the fse was the root cause of the event.